Manufacturer narrative:
The subject device was returned to olympus for repair. The repair evaluation confirmed the customer¿s reported problem, the device does not power up due to a defective (g1) board. The evaluation also noted, the rear panel screw hole is cracked, the screen frame is cracked, and the screen has scratches. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has one repair history, however, it was not returned unrepaired to the customer. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported device failure. Based on the repair inspection the cause of the customer¿s reported problem was likely attributed to a the electronic components on the g1 board failed due to long-term use, however, it cannot be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition liquid crystal display monitor has a no power problem, ¿does not power up¿. The customer¿s reported problem was found during an unspecified event. No death, injury or harm was reported.